Event description:
Pt received in pacu(recovery room) with orthopat, and only 2/4 lights were on after plugged in. Pushed process button 2x and error message appeared, centrifuge speed error. Machine making unusual sound.